Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down and up keypad buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: investigation revealed an intact keypad; however the up and down arrow buttons were intermittently responsive. All keypad buttons were difficult to press and upon removal of the keypad cover, contamination was found under all keypad contacts. Unrelated to the original complaint, the display screen was dim and discolored. In addition, the battery compartment was cracked.